Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g136 scaler, there was low water flow and the handpiece was warm; no injury resulted.

Manufacturer narrative:
Evaluation found debris buildup in the water filter, dead batteries in wireless foot pedal, and damaged water flow control on the handpiece cable.